Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg at a dose of 500 mcg via an implantable pump. It was reported that there was a damaged collet. There were no environmental/external/patient factors that may have led or contributed to the issue. The surgeon was unable to connect the collet to either catheter. Additionally, the ring at one end became detached from the tubular member. As a result, the surgeon decided not to use the collet. A new collet was opened and successfully connected. The issue was resolved at the time of the report. Additional information received indicated that the collet broke when the surgeon attempted timidity. The reason for the pump being replaced on (B)(6) 2025 was due to the surgeon's decision as the pump was approaching elective replacement indicator (eri).

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#serial#: (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 21-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.